Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using bd pen needle 32gx4mm insulin was unable to be delivered. The following information was provided by the initial reporter, translated from (B)(6) to english: at 16:30, on (B)(6) 2021, the nurse put the disposable injection pen needle on the asdon30 insulin pen, and prepared to exhaust for the injection of the patient, but the needle resistance was high and could not exhaust. After the needle was replaced, the patient could be injected with normal exhaust.